Event description:
During the procedure, it was reported that the coil could not be detached. No patient injury reported.

Manufacturer narrative:
The device has been evaluated and the implant coil detached normally with an in-house instant detacher. (B)(4).